Manufacturer narrative:
The technician found the brake/steer linkage was broken. He replaced the brake/steer linkage to repair the stretcher.

Event description:
Info received indicates the brake could not be set, and would not hold when setting from the foot end of the stretcher.